Event description:
It was reported that during a revascularization procedure of the in-stent restenosed left carotid, the 5 x 30 mm viatrac balloon dilatation catheter (bdc) was inflated twice and ruptured at 10 atmosphere (atm). There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.